Manufacturer narrative:
To date, the device has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
Physician placed the im3 bolt. The temperature probe was placed without incident, however, the oxygen probe was very difficult to place down the channel and the physician struggled to get the probe in place. The initial oxygen reading was 0.5mm and stayed consistent for 3 hours. An oxygen challenge was performed but the number only went up to 1mmhg. It was obvious that the probe was not working correctly. Additional manipulation of the probe to place it down the channel was required. The system was removed after about five hours in place without accurate oxygen readings. A new system was placed in the same burr hole that had been made in the patient's head. The new oxygen probe is reading correctly at approximately 30mmhg.